Event description:
It was reported by a peritoneal dialysis nurse user of the fmc peritoneal dialysis (pd) liberty cycler that the device was malfunctioning, customer support identified the issue as the solution bags not connected. It was also reported that the patient was hospitalized due to pseudomonas peritonitis.

Manufacturer narrative:
Nurse concluded that the event of peritonitis is unlikely related to the liberty cycler machine. Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates that the peritonitis hospitalization event information was provided as relevant recent patient history. These events were not alleged to be related to the fmc device. Hospital records indicate that the patient's catheter was replaced two days prior to abdominal pain and infection. Patient had peritoneal access removed and had tunnel catheter placed. The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.